Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a sharp pain in the heart. The boston scientific technical services consultant referred the patient to the physician. As of this time, this ICD remains in service. No adverse patient effects were reported.